Manufacturer narrative:
Model number/ catalog number: sc-2317-70, serial number: (B)(4), batch/ lot number: 5140519, model/ catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient was not getting an adequate stimulation. The patient underwent a revision procedure wherein the lead was pulled down. The patient was doing well post operatively. No device malfunction suspected.